Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the vessel during an open vascular surgery, the threads of ten sutures broke. A new package was opened and used to complete the case. There was no patient injury.